Event description:
Information was received via a post market study that during a carotid artery stenting using an angioguard embolic protection device and a precise stent during the procedure, when the post-dilatation was performed, the patient's blood flow was stopped. The blood around the target lesion was suctioned by an aspiration catheter (thrombuster, kaneka) and the flow was returned to normal. According to the physician, it was thought the filter basket was clogged with the debris and led to the no flow. There was no adverse consequence to the patient and is out of the hospital now. The admitting diagnosis was symptomatic (tia) trans-ischemic attack with 78% stenosis. The target lesion was left internal carotid artery that measure 4.8mm. There was mild calcification and no vessel tortuosity, the rate of stenosis was 78%. The angioguard delivery and the stent placement were successful. Post-dilatation (5.5mm/10atm) was performed with balloon catheter (brand unk). Prior to the procedure, the patient was on clopidogrel, losartan potassium, imidapril hydrochloride, and pravastatin sodium. Intra-procedural the patient received heparin for 2 days since the event. No spasm was noted at the target site at any time during the procedure.

Manufacturer narrative:
Facility reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01997343, which corresponds to cordis lot for the angioguard. The history records indicate this product was final inspection tested at facility and was determined to be acceptable. Hypoperfusion is a known potential adverse event associated with the carotid stent implantation procedure. It is noted that in usage, during common stent placement, vascular surgeons habitually perform implantation aspiration techniques. The physician wants to avoid having uncaught debris in cerebral perfusion move upstream, causing cerebral infraction. They take advantage of the blockage function of the filter to avoid this event and suction the debris out of the filter. The IFU states, "if the distal perfusion of dye is significantly reduced or no dye is perfusing past the filter basket or guidewire distal marker band, the angioguard emboli capture guidewire may have reached its capacity to contain emboli. If there is a severe reduction in distal dye perfusion, it is recommended to exchange the angioguard emboli capture guidewire for a new one." Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Based on the information available, it appears that the reported hypoperfusion was caused by procedural or lesion characteristics and is not related to a product quality issue, as the angioguard performed as intended. This is one of two products used during the same procedure on the same patient, which is associated with MFR report #9616099-2009-00885.